Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was having problems with his sensor. Customer stated that it was giving incorrect readings. It was showing that the blood glucose was 72 mg/dl and the correct blood glucose was 315 mg/dl. Nothing further was reported.